Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the connection on the headset is faulty as she has snagged it on several occasions and it disconnects very easily. Caller reported experiencing elevated blood glucose level; was able to self-manage her levels. No adverse event reported. Requested return of the alleged device for evaluation.